Manufacturer narrative:
Abrasions were found at 6cm, and 6.7cm, and 11cm from the helix end. The abrasions were from the inside out and could cause the reported noise.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.